Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "during the calibration of the distal aiming device in a gamma3 operation, it was found intraoperatively that the tolerance deviates in the longitudinal axis, but that this cannot be set via the aiming device. The deviation was estimated to be 1mm so that the drill could not pass. Stryker employee checked all aiming bars in the clinic immediately after the event was announced. It was found that the deviation can always be enforced in different combinations, since the tolerance of the pin in the adjusting device in particular allows a slight rotation. In extreme cases, this leads to the deviation described above. The distal locking had to be done manually according to the standard method surgical delay of 10 minutes not longer. No other consequences reported."

Event description:
As reported: "during the calibration of the distal aiming device in a gamma3 operation, it was found intraoperatively that the tolerance deviates in the longitudinal axis, but that this cannot be set via the aiming device. The deviation was estimated to be 1mm so that the drill could not pass. Stryker employee [...] Checked all aiming bars in the clinic immediately after the event was announced. It was found that the deviation can always be enforced in different combinations, since the tolerance of the pin in the adjusting device in particular allows a slight rotation. In extreme cases, this leads to the deviation described above. The distal locking had to be done manually according to the standard method surgical delay of 10 minutes not longer. No other consequences reported."

Manufacturer narrative:
Although no product was returned, the reported event was confirmed based on the provided image. It was found that the tolerance of the pin in the adjusting device, combined with the interaction with the target device, allows a slight rotation potentially resulting in reduced targeting accuracy in the longitudinal direction. Impaired distal targeting accuracy is known and accepted in the rmf (risk management file). If determined during mandatory functional check prior to surgery the attached adjusting device can easily be re-adjusted manually. Generally, distal locking with standard free-hand-technique is always an option. The item was not returned. According to the initial reporter; the item is in use because it is still functional. In case other essential information becomes available we reserve the right to reopen the case for investigation and to assess a new root cause.